Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer that there was no damage noted to the packaging prior to opening the packaging and the device confirmed to be in good condition during preparation/prior to use on the patient. Also, device prepared for use as per the directions for use and continuous was flush set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported main coil prematurely detached/separated during use. Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject coil detached prematurely inside the microcatheter. The entire microcatheter was removed and the detached subject coil was collected along with it. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.